Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a nurse regarding a patient who was receiving bupivacaine (10 mg/ml) at 2 mg/day and morphine (5 mg/ml) at 1 mg/day via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. On an unspecified date, the patient missed a refill. On (B)(6) 2016, the patient's pump was alarming; it was not reported when the alarming was first heard. The nurse interrogated the pump and it was determined that the alarm was due to an empty pump reservoir which had occurred on (B)(6) 2015. No patient symptoms were reported. Redirection of the patient to their healthcare provider (hcp) was recommended. Additional information regarding the circumstances that led to the pump going empty, and steps taken to resolve the empty pump alarm was requested of the patient, but was not received. Additional information was requested of the initial reporter which included the date the pump first alarmed, when patient was first seen for the alarm, any difficulties hearing the alarm, reason for the missed refill, interventions taken, and outcome. If additional information is received, a follow-up report will be sent.